Manufacturer narrative:
It was reported that "both push handles are not locking into place. Stated that the brake handles do not lock into place when presses down on them. Stated that squeezing the brake handles work properly, but when he presses down on the brake handles, they only go down about an inch and stops. Stated that brake handles do not click and stay in a downward locked position. Stated looks to have a defected brake handle assembly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "both push handles are not locking into place."